Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device associated with this report was not returned for evaluation. All available photographs were reviewed and evidence of cracked attune fb tibial impactor is confirmed. Root cause and corrective action are documented in the CAPA system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Attune fb tibial impactor broke (cracked) upon impaction. No surgical delay.